Event description:
It was reported that the devices will switch off without known reasons. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the power supply board was defective as there was no dc power coming from it. The power supply board was replaced and the device passed burn-in and functional testing. A service history record reveals that the unit was in the field for over two (2) years with no previous reported issues related to the reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.